Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the customer changed pump supplies to resolve the issue. The customer¿s blood glucose (bg) level was displayed as "high"; however a specific value not provided. Customer administered a manual injection to address bg.